Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Liner breakage post-op & head wear. It was reported the patient underwent total hip replacement on (B)(6) 2023. The patient felt left hip pain on (B)(6) 2024 and CT check showed liner breakage and head wear. Then, the second procedure was performed on (B)(6) 2024, the liner and head were replaced by the product with same code. The patient is in a good condition now.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was no patient consequence and no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage post-op & head wear. It was reported the patient underwent total hip replacement on (B)(6) 2023. The patient felt left hip pain on (B)(6) 2024 and CT check showed liner breakage and head wear. Then, the second procedure was performed on (B)(6) 2024, the liner and head were replaced by the product with same code. The patient is in a good condition now. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. Visual inspection of the provided x-ray revealed the femoral head was directly interacting with the acetabular cup, which is an indication of dissociation. Inspection of the provided photo revealed the liner was deformed at the rim. Based on the observed evidence the investigation can conclude there was dissociation between liner and acetabular cup. The reported condition was confirmed. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx50od would have contributed to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 02/08/2022. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01/31/2027. 5) IFU-0902-00-701.